Event description:
During device set-up, the customer reported the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:07 (coolant temp high) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message" was confirmed based on the event log review and during functional testing. The root cause for the error message was a cooling engine (ce) blower fan failure, due to the badly crimped wires of the ce blower fan connector. Upon visual inspection, the assembly coldwell cap and handle were missing, and the white rollers were observed to be worn out. The observed issues are unrelated to the reported complaint. The probable cause could be due to mishandling. The coldwell cap assembly, handle, and the white rollers were replaced to address the observed issues. Also, unrelated to the reported complaint, evidence of a leak mark from a liquid spill was observed on the board of the air trap sensor block. The air trap pcb was cleaned to resolve the issue. Related to the reported complaint, the cooling engine blower fan was intermittently working. The event log review indicated multiple tcmid: 07 error messages, thus confirming the reported complaint. Unrelated to the reported complaint, multiple mid: 09 (air trap assembly) error messages were also observed in the archive. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 07 error message, thus confirming the reported complaint. The cooling engine (ce) blower fan failure caused the console to overheat. The ce blower fan connector was replaced to remedy the reported complaint. Also, unrelated to the reported complaint, the coldwell signal empty led light was off. This failure is likely due to a component failure. The coldwell resistor was replaced to remedy the issue. The mid: 09 seen in the archive was not reproduced during functional testing. However, the root cause of mid:09 was a short circuit due to liquid spilling into air trap pcb, likely related to the leak mark observed on the air trap pcb observed during visual inspection. During servicing, unrelated to the reported complaint, the display head firmware and system labels were updated, and the system was re-calibrated to current parts revisions & software version. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).